Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump were harder to press and motor errors alarm. Customer¿s blood glucose level was unknown. Customer stated that the motor sometimes makes grinding and screeching noise sometimes. Customer also stated that sometimes the insulin pump delivered less insulin, sometimes he loses date, time, and data after changing the batteries. The insulin pump will not be returned for analysis.